Event description:
It was reported "upon using the calcar planer to prep the femur, the patients lateral proximal femur was fractured (comminuted) during a total hip procedure. The surgeon then, wired the fracture together and continued with the total hip replacement.

Manufacturer narrative:
Summary of evaluation: "upon using the calcar planer to prep the femur, the patients lateral proximal femur was fractured (comminuted) during a total hip procedure." The exact root cause of the event is not confirmed as no device associated with this event was returned for evaluation. Based on the event description, it is possible the patient has osteoporotic bone. The cutting blade of the device likely caught a porous section of bone, resulting in fracture. The root cause of the event is unlikely related to surgical technique. An alternative calcar planer may be of better use for patients with poor bone quality. In the event the device is returned, the investigation will be re-opened. No further action is required at this time.